Event description:
It was reported that a "pin size hole in the venous catheter was noted". The catheter was repaired with glue, and vancomycin was given with each dialysis.

Manufacturer narrative:
One intact 8f x 18cm silicone catheter was returned for eval. A visual examination of the catheter revealed two sets of two small holes directly opposite each other on the venous extension 0.5cm and 1.2cm from the base of the silicone sleeve. There is silicone glue covering both sets of holes. A review of the mfg records indicated all device specs and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specs. We are unable to determine the cause or factors which may have contributed to this event. Medcomp does not advocate the repair of this device.